Manufacturer narrative:
Patient information was unavailable from the site. The issue was determined to be damage to the straight suction. The suction was returned to the manufacturer for analysis. The returned suction was unable to verify when attached to a known good tracker. The suction determined to be the cause of the issue.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the surgeon did not feel very accurate after verifying the straight suction at 1.9 mm. There was no impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
A medtronic representative went to the site to test the navigation system used adjacent to the suspect suction. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
Correction: initial reporter. Additional information: the surgery was completed using the straight probe. This inaccuracy was discovered prior to incision. If information is provided in the future, a supplemental report will be issued.